Event description:
Leaving bits of cotton inside me [foreign body in reproductive tract]. Tampons are ripping apart [device breakage]. Case description: consumer reported via email that the tampons are ripping apart during removal. No serious injury was reported. 28-may-2021: no cause determined: insufficient information to investigate further by the manufacturer.

Event description:
Leaving bits of cotton inside me [foreign body in reproductive tract]. Tampons are ripping apart [device breakage]. Consumer reported via email that the tampons are ripping apart during removal. No serious injury was reported.

Event description:
Leaving bits of cotton inside me [foreign body in reproductive tract] tampons are ripping apart [device breakage]. Case description: consumer reported via email that the tampons are ripping apart during removal. No serious injury was reported. 28-may-2021: no cause determined - insufficient information to investigate further by the manufacturer. 28-sep-2021: reopened investigation results - cause was traced to design. Action plan is in place.

Event description:
Leaving bits of cotton inside me [foreign body in reproductive tract]. Tampons are ripping apart [device breakage]. Case description: consumer reported via email that the tampons are ripping apart during removal. No serious injury was reported.